Manufacturer narrative:
Concomitant medical products: lpg1510ar 10x15 cm lp antmcl mesh rt (lot# pog0045). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia and bilateral inguinal hernias. It was reported that after implant, the patient experienced recurrence and adhesions. Post-operative patient treatment included revision surgery, hernia repair with new mesh, and removal.